Event description:
4/4/97 - upon receipe of additional info provided by the physician/surgeon, the device removed was a non-mentor mfg device. Note: determination of reportability and categorization of this event was made according to this mfrs policies and procedures and the info rec'd in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suugest a cause (re. Sections b1, b2, h1).

Manufacturer narrative:
Note: evaluation of this occurrence is the responsibility of the product MFR. According to this MFR's procedures, all info concerning this event and/or the device components rec'd have been returned to the sender. (See section b-5)

Event description:
4/4/97 - upon receipt of additional info provided by the physician/surgeon, the device removed was a non-mentor mfg device. Note: determination of reportability and categorization of this event was made according to this mfrs policies and procedures and the info rec'd in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause (ref. Sections b1, b2, h1).

Manufacturer narrative:
Note: evaluation of this occurrence is the responsibility of the product MFR. According to this MFR's procedures, all info concerning this event and/or the device components rec'd have been returned to the sender. (See section b-5).